Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The device returned with a detachment of the imaging window from the lapjoint section. No other issues or defects were observed during product analysis of the returned device.

Event description:
It was reported that sheath detachment occurred. An opticross imaging catheter was selected for use to view the target lesion. During preparation, the device got separated at the moment when the physician noticed that the guidewire got bent. However, it was noticed immediately, guiding catheter was pulled out, and it was found separated. The procedure was completed with different of same device. No patient complications were reported.

Event description:
It was reported that sheath detachment occurred. An opticross imaging catheter was selected for use to view the target lesion. During preparation, the device got separated at the moment when the physician noticed that the guidewire got bent. However, it was noticed immediately, guiding catheter was pulled out, and it was found separated. The procedure was completed with different of same device. No patient complications were reported.